Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the patient had not had to use her ins because the weather had been warm since (B)(6) 2016. It was noted that the patient kept it charged. Two weeks prior to (B)(6) 2016, the patient's pre-existing pain returned after a neurological issue was treated. The patient's neurological issue started in (B)(6) 2016. The patient was not told by the healthcare professional that it was stimulation related, but the patient suspected that it may be related. It was noted that the patient's last managing healthcare professional dropped her. The patient only saw a neurologist once due to insurance and had to locate a new healthcare professional to continue being treated for the neurological issue. The patient was hospitalized on (B)(6) 2016 and was transferred to another hospital then discharged on (B)(6) 2016. The patient completed physical therapy on (B)(6) 2016 and still had neurological issues. Before this, all the patient had was pain, but this neurological issue "took on a whole new meaning". The patient was paralyzed in her right leg, was numb in her arms but able to use them up to the back of her neck, and was diagnosed with transverse myelitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.